Event description:
Equashield closed system transfer device sterile syringe ref su-35/2 appears to have growth in it. Diagnosis or reason for use: closed system transfer device for chemotherapy preparation.